Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, several potential causes were discussed including stored tension in the catheter and calcium in the aorta causing the valve to move aortic and embolize. In addition to this, and the procedure itself, other potential contributing factors include severe native valve/leaflet calcification and ventilation not being held during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This reported is associated with report # 2015691-2014-00948.

Event description:
During implantation of a 23mm sapien valve during a transfemoral tavr procedure, the valve moved aortic and embolized to the aorta. The initial valve placement was 60/40 a/v. Multiple aortograms were taken to assess position and then the valve was deployed. After embolization of the valve, a 22 x 4mm valvuloplasty balloon was inflated to pull the valve into the descending aorta but was unsuccessful. Then a 23 x 4 edwards balloon was used to pull the valve to the descending aorta, but was only able to move into the arch. Multiple aortograms were taken to assess location. Once the valve was cleared of all of the great vessels, a 26mm x 10cm covered stent was placed successfully securing the valve in place. Aortogram confirmed all vessels were widely patent. A new 23mm valve was deployed in the native aortic annulus successfully leaving trace paravalvular leak (pvl). Final angiogram revealed patent arteries. The native valve calcification was severe, aortic root calcification was moderate, mitral annular calcification (mac) was mild, ef 65%, and no ventricular septal hypertrophy was noted. Ventilation was not held during deployment. Multiple causes were discussed including stored tension in catheter and calcium in the aorta to cause the valve to move aortic then embolize.